Event description:
The device were used during a lap cholecystectomy procedure. Reportedly both specimen pouches disengaged into the pt's cavity. Both pouches were retrieved by the surgeon without injury to the pt.